Manufacturer narrative:
This investigation on going.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Remote interrogation revealed high out-of-range right ventricular (rv) lead shock impedance measurements. The presenting electrocardiogram was artifact free. The patient will be brought into the clinic for further troubleshooting. No adverse patient effects were reported.